Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was dislodged and upon repositioning an insulation breach was identified. The rv lead was explanted and replaced. It was also reported, that during explantation of rv lead, the implantable pulse generator (ipg) set screws "were backed out too far". The ipg was explanted and replaced. No patient complications have been reported as a result of this event.